Event description:
Healthcare professional reported a patient was injected in the upper lip with a syringe of juvéderm volbella® xc. On that same day, an occlusion of the upper left lip occurred along with bleeding and bruising of the lip. 2100 unites of hylenex were injected and a warm compress, massage, aspirin, and nitro paste also provided. The symptoms reportedly resolved on that same date, patient would however return next day for another 300 units of hylenex.

Manufacturer narrative:
Continued h.6. Type of investigation code: b15, b17, b20. Continued h.6. Investigation conclusions code: d1101. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.